Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies containing controlled medications in drawer were stuck and failed. A technical support specialist (tss) connected with the customer, confirmed that the issue was resolved and no further investigation required for this device. The system functioned as intended after the technical support specialist investigated the issue of the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer cubies which contains controlled medications were stuck and failed.the customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer cubies which contains controlled medications were stuck and failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.